Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, the patient experienced a relapse of stress incontinence and consulted for this problem in 2018. After evaluation and evidence of stress leakage with urethral hypermobility she was recommended a trans obturator urethropexy with aris sling. The procedure was performed on (B)(6) 2019 and at the 2020 follow-up she complained of vaginal pain with foreign body impression. A right lateral erosion of the strip and another central one were discovered, as well as significant stress urinary incontinence. The patient also complained of bladder irritability and did not respond to antimuscarinics. The patient was recommended to have the vaginal part of the sling removed completely on (B)(6) 2024, and to stop smoking if possible to improve her prognosis. The information provided does not indicate whether the patient had the surgery.